Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range impedance measurements, increased threshold measurements, and loss of capture. The patient was having symptoms of a sensation under their left breast area. A surgical revision was performed. During the procedure, it appeared as though the helix was not fully extended. The lead was explanted and replaced. No additional adverse patient effects were reported.